Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope orange membrane part at the end of the scope had detached when removing the balloon. There were no reports of patient harm.

Manufacturer narrative:
The device is expected to be returned for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus and evaluated, and the reported damage was confirmed. Based on the results of the investigation, the root cause of the dame to the membrane was due to a physical stress by dropping and/or knocking the affected part to a hard surface/object and applying a chemical stress during the cleaning/sanitization process. Olympus will continue to monitor field performance for this device.